Manufacturer narrative:
H6. Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n(B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the issue got cleared by itself. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.